Event description:
It was reported that the digital subtraction option on the 9800 system will intermittently not work. Also images could not be saved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard drive and the image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.